Event description:
It was reported that during preparation for a holmium laser enucleation of the prostate (holep) procedure, although the debris shield was clean, the device was damaged in its first use after opening the product as the fiber exploded during operation. The case was completed with another of same device without patient complications.